Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery due to sacral fixation. Post-op, patient fell and had a fracture at l5-s1 transitional due to which one rod slipped and another popped. Both the rods were not removed during the revision surgery performed on (B)(6) 2019.